Manufacturer narrative:
(B)(4). Corrected data:added procode information to this report. Manufacturer narrative -based on the provided information and tests performed on site there is no indication of a malfunction of the mr system or coil that contributed to the injury. No definite cause for the injury as sustained by the patient could be determined.

Event description:
On (B)(6) 2014, a pt was scanned in a 1.5 tesla ingenia magnet with a head/neck coil. Pt was positioned head first, supine. Scan lasted for 40 minutes. After examination pt had developed an approx 1 cm blister in the center of her upper lip.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.